Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient presented with moderate degree of valve calcification. During the procedure, upon valve deployment, the delivery system balloon burst when was fully inflated due to a bulky calcification at the sinotubular junction (stj). No bav was performed on the native valve and no extra volume was added to the balloon prior inflation. Despite the balloon burst, the valve was successfully deployed. As the balloon burst radially (no balloon material separated apart), it was not possible to retrieve it into the esheath. The delivery system was caught in the middle section of the esheath during withdrawal. Finally, the whole system was retrieved as a single unit. No cutdown was performed to retrieve the system out of the patient. Additionally, the delivery system caused a femoral damaged, it was needed to implant a stent. The final outcome of the patient was good.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. The 29mm commander delivery system returned with loader cap over flex shaft and 3-way stopcock attached to balloon port. The flex indicator was in the straight configuration with fine adjustment 50% used and handle in locked position. The returned device was evaluated, and the following was observed: balloon burst confirmed with a complete radial tear at proximal shoulder of inflation balloon. Distal portion of balloon was not returned. Entire guidewire lumen missing, adhesive present in y-connector. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdraw difficulty were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection was unable to be performed due to inflation balloon portion not returned. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report the patient presented moderate degree of valve calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.